Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product location unknown.

Event description:
It was reported that the patient underwent an initial right partial knee arthroplasty on (B)(6) 2015. Subsequently, the patient was revised due to unknown reasons on (B)(6) 2016.